Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd micro-fine¿+ pen needles would not function. The following information was provided by the initial reporter: according to this patient's report, he/she could not attach the pen needle properly to the pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd micro-fine¿+ pen needles would not function. The following information was provided by the initial reporter: according to this patient's report, he/she could not attach the pen needle properly to the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2022. H6: investigation summary one open 32g x 4 mm pen needle sample and two photos were returned from lot. No. 1138219, cat. No. 320136. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 3 bd micro-fine¿+ pen needles would not function. The following information was provided by the initial reporter: according to this patient's report, he/she could not attach the pen needle properly to the pen.